Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of battery ((B)(4)) revealed that the device failed to meet specifications; the battery failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. Analysis of batteries ((B)(4)) revealed that the devices met specifications; these devices passed visual inspection and functional testing. However, log files revealed that these devices were involved in power switching events as well as critical battery alarms. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and battery. The most likely root cause of the reported event is a combination of a battery with a faulty cell and a communication error between the controller and batteries. There are no known clinical factors that could have contributed to this event. The manufacturer has opened an internal investigation to evaluate these types of issues. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) coordinator "reported battery switching (seen in data)" on several dates with each battery. The facility exchanged the batteries and provided the patient with replacement batteries. The batteries have been received by the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed.